Event description:
It was reported that an amia automated pd cycler set had the green cap (patient line pull ring) that was ¿detached¿ in the packaging. This was observed during set up of the device for peritoneal dialysis (pd) therapy. A new set was used to continue therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.